Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in operating room for a generator change, externalized conductors was observed via lead imaging prior to procedure. No electrical anomalies were observed prior to the procedure. Lead was capped and a new lead was implanted on (B)(6) 2016. Patient was stable and will continue to be monitored with routine follow up.

Manufacturer narrative:
(B)(4)

Event description:
New information received: lead fracture was also observed on the rv lead.